Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that legacy half height drawer 3.1 was frequently failed. The field service engineer (fse) removed all cubie pockets and disconnected the row board trays. All associated cables were reseated to ensure proper connections. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 was not detected on bus and failed to open. The user was unable to recover the device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.